Event description:
Intralase fs laser was used for creation of flap. Several patients which experienced dlk (diffuse lamellar keratitis) stages 1, 2, 3 or 4. Amo requested patient specific data for all these events from the hospital. This report is for a specific patient that experienced dlk stage 2. Pre-op va = 8/10 post-op va = 6/10.

Manufacturer narrative:
Amo field service engineers and clinical development specialists had been on site to check, investigate, and evaluate the intralase laser in relationship to the reported events. Additionally retraining of staff regards to and use of the laser was performed. During discussion with the clinic about potential root causes for the dlk cases it was revealed that the user facility's sterilization system (statim) was most likely the cause for dlks given that dlk cases were also the result when microkeratome (sterilized on site) was used to cut the flaps.